Manufacturer narrative:
(B)(4). (B)(4). The incident device has been received and is under eval. When the device eval is complete a f/u report will be submitted.

Event description:
The customer reported that at the beginning of a gastroenterostomy, sealing could not be completed although an end tone, indicating a completed seal cycle, was heard. Another device was used to complete the procedure without incident. There was no bleeding and no pt injury.